Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot umber was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients punctured through a vascular graft.

Event description:
It was reported that a 6f angio-seal vip was selected for use. The patient had been admitted to the cardiac care unit with complaints of severe chest pain and st-depression was noted on the ECG. The patient had previous bilateral femoral-popliteal bypasses with prosthetic grafts. Multiple episodes of thrombus on the left graft had been previously noted; however, the right graft was okay. An angiogram was performed and the physician found the puncture into the groin difficult, due to scar tissue. The physician had the impression that he had possibly punctured through the graft; however, after the puncture, the interventional procedure was performed with no adverse affects. The angio-seal was deployed and hemostasis was achieved. An angiogram of the puncture site was not performed prior to deployment. Eight hours later, the patient complained of numbness and pain in the right leg. The physician who deployed the angio-seal assessed the patient and noted that there was a notable temperature difference between the right and left leg. The physician decided to wait until the next morning for re-assessment by a vascular surgeon. That next day, the patient's symptoms had returned and the patient now complained of pain and numbness in the right knee. An angiogram revealed a total occlusion of the right leg. The patient was then taken to surgery and a thrombectomy was performed on the right fem-pop graft. It was noted that the collagen of the angio-seal was in the puncture track, far from the arterial wall, and the suture was cut and the anchor was inside the artery, not attached to the suture. Due to prolonged ischemia time, a fasciotomy was performed 2 days later on the lower leg. The patient was discharged six days after admission.